Event description:
The company was informed that the pt's device was explanted in order to perform MRI procedure. The pt was reportedly a non-user of the device and having headaches. The device was removed per family request.